Manufacturer narrative:
As no further information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker is programmed unipolar sensing and bipolar pacing with both leads. The device counters show oversensing in both chambers. The patient's last device checked also showed oversensing in the ventricle which appear as 500 ventricular tachycardia episodes. It was noted that the device mode was programmed from doo to dddr. The patient is pacemaker dependent, however no symptoms were reported. The health care provider was going to contact the boston scientific sales representative to perform a memory download at the the patient's next device check.